Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was noted that the patient's pulse rate dropped to 35-40 bpm. Md noted loss of capture on the ventricular lead. Lead was successfully repositioned.